Event description:
It was reported that the burr became stuck in the lesion via social media. A 1.75mm rotablator was selected for an atherectomy procedure in the right coronary artery (rca) to treat multivessel coronary artery disease (cad). While drilling in the stenosis of the lesion, the burr jumped and became stuck in the lesion. The patient developed st elevation and severe chest pain due to the burr being occlusive. The physician used a buddy wire and deep seeded guide catheter to completely remove the rotablator. The procedure was finished with a stent. The patient's condition post procedure was reported as fine.